Manufacturer narrative:
The lateral a-frame and original attachment thumb screw were returned for exam. Condition upon return found the single attachment screw fractured at the head/neck junction; only the knurled heads were returned. The threaded shaft of the thumb screw is fractured and missing. Prints, photos, visual and gage exams were completed. The threads of the a-frame will not accept a thread gauge. The female threads of this a- frame were checked unsuccessfully with a go gauge. The male threads of the replacement screw were successfully checked with a go gauge. Actual frequency of use is unknown. This device is used for treatment. Given current information, it cannot be determined conclusively what caused the female threads in the a-frames to fail, or the screws to fracture. This issue may be result of (but not limited to): dropping of the frame (or shell inserter with frame attached); using excessive force when assembling; improper use; pulling on the frame when in use (to help position cup); direct impaction of frame; over tightening of the threaded screw; or cross threading the screw during assembly. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the alignment frame has a fractured connecting bolt.